Event description:
The arthroplasty was revised due to instability, pain, and chronic patellar dislocations. The components were implanted in situ for ~ 1.50 y. The tibial and femoral components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 5.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding pain, instability, and chronic patellar dislocations involving a triathlon ps femoral component was reported. The event was confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for evaluation. The provided medical information was reviewed by a consulting clinician who concluded: ¿the findings in the revision operative report of internal rotation of 10° of the tibial tray was the likely cause of the recurrent patellar dislocations and the revision surgery. There is no evidence that factors of faulty prosthetic component design, manufacturing, or materials were responsible for this clinical situation.¿ a review of the device history records indicates all devices accepted into final stock met specifications. There have been no other events for this lot. The investigation concluded that the reported event is related to user factors. There is no indication the event is device-related. No further investigation for this event is possible at this time.

Event description:
The arthroplasty was revised due to instability, pain, and chronic patellar dislocations. The components were implanted in situ for ~ 1.50 y. The tibial and femoral components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 5.